Manufacturer narrative:
The replaced portion of the driveline was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the red heart alarms had occurred. A data log file was reviewed by the manufacturer's technical service representatives. The log file contained multiple low speed operation and pump stoppage events while the pump was supported by the power module. Additionally, there was reported to be excessive wear and tear to the white silicone jacket of the driveline. The patient was asymptomatic. On (B)(6) 2015 a distal end driveline replacement was successfully performed by technical services. No further issues have been reported.

Manufacturer narrative:
Evaluation of the returned section of the percutaneous lead (lead) confirmed an issue that would have potentially contributed to the reported event. A section of the percutaneous lead approximately 20¿ long was returned for evaluation. The lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield layers of the lead were removed to examine the underlying wires. Visual inspection of the wires at the nipple housing of the metal connector revealed a small breach to the insulation of the black wire, the black wire redundantly supports motor phase 2. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing and the remaining wires were slightly abraded, but were otherwise unremarkable. Based on the investigation, if the exposed conductors of the black wire contacted the braided shield while the patient was operating on the power module, the resulting electrical short to ground would have caused the reported ¿red heart¿ alarms and pump stoppages that were confirmed through the evaluation of the submitted log file. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.